Manufacturer narrative:
(B)(4). An analysis of configuration instruction and fse statement has been performed, this analysis concluded that images could not be loaded from pacs because the windows firewall was activated. This setting which was incorrect regarding the configuration instruction. Fse used the incorrect instruction at the first place. Fse solved the issue by setting the device with the correct instruction the (B)(6) 2020.

Event description:
The fse received a call from the surgeon on (B)(6) 2020, because he could not load the images from the pacs, but he managed to import from cd. Then he was not able to export the patient folder. Export worked on (B)(6) for the fse as he was onsite, when he took a ntfs stick.